Manufacturer narrative:
Smith & nephew, medical ltd. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation.

Event description:
It was reported that the patient had 3 small blister around umbilicus after application of pico for 5 days.